Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited inaccurate flow. There was unknown patient involvement, unknown patient injury was reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem was not verified by functional testing. The root cause is unknown. No actions taken to correct the issue. Cadd legacy device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.